Manufacturer narrative:
This device is not sold in the us, but a similar device is. Customer provided information on the reprocessing process. Bedside cleaning steps followed are: wipe the insertion part, suck the enzyme solution; replace the aw button for air and water supply; and flush the auxiliary water supply pipe. Steps for brushing in the sink are: wipe the lens body in the enzyme solution, brush the suction cylinder and pliers pipe, and immerse in the enzyme solution. Cleaning agent use is xin hua and disinfectant used is lang sao. Automatic endoscopy reprocessor (aer) used is oer-aw, serial number (B)(4). The water supply line disinfection was last carried out on (B)(6), 2021. The water filter was last replaced on sep 30, 2021. Implementation of alcohol flash is every day. The device has been returned and evaluated. The device insertion tube root is wrinkled, the channel tube scratched, and the bending cover and its adhesive were worn. There was stain on the grip, which is generally caused by insufficient cleaning. The grip was also scratched. The light guide tube was wrinkled and light guide lens had defects. In addition, the switch box failure led to the failure of switch 5 and switch 1 was corroded. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer, there was presence of excessive bacteria bacillus pumilus and lung gram, in a culture test sample taken at the time of reprocessing. There is no harm or adverse impact to any patient. The intended gastroscopy procedure was completed with another similar device with no more than a 15 minute delay.

Manufacturer narrative:
There is more information on the device evaluation. Additional information has been received. This supplemental report is being submitted to provide this information. Device cv-290 was involved in the event but had no cross contamination. The device history record review confirmed that device conformed to specifications at the time of shipping. The device was not repaired within the past year. Nonconformities of the subject device were confirmed from the device evaluation however, we it cannot be concluded whether they affected the suggested event or not. Though the root cause of the event cannot specified, the following is likely. Reprocessing conducted by the user was different from reprocessing required. Contamination occurred at microbiological sampling in the user facility. In order to prevent contamination of rinsing water, water filter of oer-aw is recommended to be replaced at least once in a month. The instructions for use (IFU) includes the following statements: reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. IFU of oer-aw states the following on measure for replacing water filter. 7.2 replacing the water filter (maj-824) replace the water filter at least once a month to prevent contamination of the rinse water.